Event description:
The pump was returned for investigation. Investigation revealed keypad response, case, and display issues. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the keypad was found to be torn at the ok and up arrow buttons. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. All key contacts were also found to be misaligned and inverted. The keypad flex connector was observed to be lifting from the base. A battery compartment crack was discovered on visual inspection. Corrosion was observed within the battery compartment. There was no evidence of moisture on the internal components within the pump. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.